Manufacturer narrative:
This final MDR will be the only report submitted for MFR report #1226348-2017-00178. Conclusion: a non-sterile enterprise device was received inside of a pouch. The device was inspected and the introducer tube was found saturated of dry saline solution. No obvious damages were noted on the delivery wire and the stent was found partially outside of the introducer tube and residues of dry saline can be observed on it. The stent was inspected under a microscope through the introducer tube and residue of dry saline solution was observed on it. The functional analysis could not be performed as the introducer tube was found saturated of dry saline solution and the device was found stuck inside of it. The residue of dry saline solution does not allow movement of the device inside the introducer tube. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10775315 . The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as stent - deployment difficulty-premature/in patient could not be evaluated due to the introducer tube was found saturated of dry saline solution and the stent was found inside of the introducer tube in its original position. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. There were no significant safety signals identified related to the reported event based on a review of complaint history for the device. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
This final MDR will be the only report submitted for MFR report #1226348-2017-00178. Additional information received on october 18, 2017: there was no damage noted to the stent prior to use. Or upon removal from the patient a prowler select plus (606s255mx/lot unknown) was used during the procedure; however, no kinks or bends were noted to the microcatheter that may have contributed to the reported event. The introducer was fully seated and secured in the catheter hub during introduction of the device into the catheter. The stent was removed from the patient and a new one was used to complete the procedure. There were no adverse events to the patient and no delay in the procedure. The intended procedure was a coiling procedure in the internal carotid artery (ica) of a saccular vessel. The patient's information is not available. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This initial MDR is the only report being submitted for MFR report #1226348-2017-00178. The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that the describe an enterprise stent (enf402300/10775315) prematurely deployed into the right hepatic vein (rhv).